Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-09403. Concomitant medical products: biomet tibial locking bar, item# 141205, lot# unknown; unknown vanguard femoral; unknown vanguard tibial tray. (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due the locking bar backing out. No additional information is available at this time.

Manufacturer narrative:
This item was reported in error. Reported revision is related to the disassociation of the locking bar which is packaged with the tibial tray. The tibial bearing is considered unrelated to the reported event.

Event description:
No further event information available at the time of this report.